Event description:
It was reported that during procedure the fiber broke in half and could not be used anymore. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Correction to field g2: report source (other).

Event description:
It was reported that during procedure the fiber broke in half and could not be used anymore. The procedure was completed using another fiber. There were no patient complications reported.